Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis confirmed that the instrument was found with damaged insulation to the conductor wire near the distal idler pulley. Material appeared to be lifted off, exposing the bare wire. No material appeared to be missing. The electrical continuity test still passed. No thermal damage was observed. Failure analysis found the primary failure of insulation damage - conductor wire to be related to the customer reported complaint. The root cause is attributed to a component failure. A review of the device logs for the fenestrated bipolar forceps (part# 470205-17 / lot/serial# n10210412-0156) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2022 via system serial# (B)(4). There were 3 uses remaining after this last usage. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the fenestrated bipolar forceps was found to have damage on the conductor wire insulation. Another instrument was used. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Additional information can be found in the following sections: g3, g6, h2, h6 and h10. Intuitive surgical, inc. (Isi) followed up with the medical engineer and obtained the following additional information: the fenestrated bipolar forceps instrument was inspected prior to use and the damage was found then. The fenestrated bipolar forceps instrument was not used on the patient. There was no arcing or thermal damage occurred during the last procedural use. The fenestrated bipolar forceps instrument did not have any functional issue during its last use. The internal wires from the black cable did not appear to be exposed. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: it appeared that the conductor wire insulation was damaged and there was an exposed wire.

Event description:
Refer to h10/h11 for follow-up information.